Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low anterior resection procedure, the tip of the needle broke off. The tip couldn't be retrieved. It is uncertain whether it fell into the cavity or out of the body. An x-ray inspection was performed but couldn't discover. The procedure was completed with another device.